Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge detection notifications during the load process. During troubleshooting with tandem technical support, customer received a cartridge alarm 25 (removed cartridge alarm). Customer had elevated blood glucose levels (450 mg/dl). Manual injections were delivered to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.